Event description:
On (B)(6), a 62 minutes veptr expansion with implants and a correction of scoliosis procedure was performed at (B)(6) medical center. A megadyne dispersive neutral electrode (model rsw271a30) and a valleylab generator (model forcetriad) were used. The electrode was placed on the left thigh. The patient position was described as "prone". His temperature was managed with a "bair hugger forced air". The skin was cleaned with "chloraprep", dried and disinfected with "betadine scrub, betadine paint" and not shaven. The electrode was properly adhering to the patient. When the electrode was removed after the procedure, some gel was left on the patient's skin. According to a questionnaire completed by the hospital, there was no injury to the patient. The hospitals was concerned "that due to gel remaining on skin after the electrode removed, the process of removing the gel from the skin could lead to skin irritation/burn/sloughing with potential for infection". (B)(4).

Manufacturer narrative:
The retained samples of the same lot have been inspected visually and tested electrically. Mechanical tests were performed on 2 retained samples. All samples were found to perform within limits. No delamination of gel or any other faults were detected. One of the returned involved electrodes was stuck to the pouch, the other folded and stuck onto itself. It was not possible to determine what amount of gel had stated on the patient. No further conclusion could be drawn. The initial reporter stated that the users did not follow the IFU when removing the electrode from its protective liner and assumed that this abuse causes wrinkles and may damage the gel and subsequently lead to gel delamination after the procedure. They stated the users considered it easier to remove the electrode from its protective liner in a different way (pulling at a tab to which the electrode's cord is connected). However, the IFU explicitly states "remove electrode from protective liner by peel tab or by one of its shoulders." We consider it not unreasonable to expect that the IFU is followed. We could not verify that this wrong handling of the device caused any delamination of gel. The hospital was concerned that the process of removing gel residue left on the patient "could lead to skin irritation/burn/sloughing with potential for infection". As we have not received any complaint about a skin irritation or infection caused by the removal of gel residues in the last three years we assume that this concern is unfounded. We therefore consider this incident not reportable. Remark: in their report to FDA the initial reporter mentioned a second case and has provided a separate questionnaire with details. We treat this as a separate incident and report it to FDA as MDR 8020045-2015-00039.